Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9/h3 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within the introducer sheath. The lot number was confirmed with the packaging returned with the device. On visual inspection, the proximal contact wire was intact. The coil delivery wire was kinked/bent. The main coil was detached. The distal tip was found to be intact. The main coil was kinked/bent. The main coil was stretched. The suture was damaged. Functional test was not required as the reported defects were confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported/as analyzed main coil prematurely detached/separated during use and main coil kinked/bent and as analyzed main coil stretched & main coil suture damage will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent¿.

Event description:
It was reported that during the procedure the subject coil deployed prematurely while it was inside the micro catheter. The subject coil was completely removed from the patient¿s anatomy and replaced with a similar device. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil deployed prematurely while it was inside the micro catheter. The subject coil was completely removed from the patient¿s anatomy and replaced with a similar device. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.